Manufacturer narrative:
Additional suspect medical device components involved in the event: model#sc-8216-50, (B)(4), description: artisan surgical lead with platnalock technology - 50cm the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient was experiencing muscle spasms whether the stimulation was on or off. The physician assessed the patient and does not know the cause of the muscle spasms. The physician chose to explant the patient's precision system and the patient is reportedly doing well following the procedure.